Event description:
It was reported that the patient received inappropriate therapy. The patient had atrial fibrillation which the device classified as double tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2011. (B)(4).